Event description:
Patient presented with vegetation/evidence of an infection requiring lead extraction and had previously been implanted with a 1688t in his ra, a 7020 ICD lead in the rv and a 1580 ICD in his rv (from (B)(6) 2004 which was abandoned). Utilizing an lld-ez and a 14fr glidelight, the physician was able to remove the 1688t successfully and then locked the 1580 ICD lead with an lld #2 and the 7020 with an lld-ez. The attempt at extraction of the 7020 lead with a 14fr glidelight was unsuccessful because the glidelight was not able to advance past the innominate/svc junction due to severe scar tissue and binding. The physician upsized to a 16fr glidelight and made a second attempt on the 7020 but remained unsuccessful. The physician then switched leads and tried to advance the 16fr glidelight down the 1580 but met resistance in the same spot. The physician switched back and forth between the leads several times, each time meeting resistance in the same position. A visisheath was added to aid the 16fr glidelight and the physician tried to advance down each lead again but still met resistance. At that point the llds and silk ties were packed into the patient¿s device pocket and closed for referral to a higher volume facility (leads and llds were successfully removed on (B)(6) 2013 without complication).